Event description:
A doctor's office alleged that the cement was setting up too quickly while seating a crown for multiple patients. This is the second of two (2) reports.

Manufacturer narrative:
Patients' specific with regards to gender and age could not be recalled. The doctor scooped out the cement prior to setting and completed the procedures for the patients using a different product, without further incident. To date, the patients are doing fine. The lot number 4720553 had been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluations are necessary.